Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that unexpected error message, pump error 53 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. The pump was monitored, no pump error 53 alarm and unexpected error message noted. Successfully downloaded history files and traces using thump. Pump error 53 alarm (filenumber: 50 linenumber: 2521) was recorded and found in the formatted history file on: 01/16/2022 05:26:56.000. Per r&d engineer, pump error 53 alarm (filenumber: 50 linenumber: 2521) was triggered in the user_setting_manager.c file. The detailed traces do not cover the timeframe of the incident. Suspecting memory corruption-hw issue. Please see below for pump errors/alarms noted 2 days prior to the event date 16-jan-2022 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 01/16/2022 05:28:15.000, 01/16/2022 05:28:24.000, 01/16/2022 05:29:43.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 01/16/2022 05:27:00.000, 01/16/2022 05:27:39.000, 01/16/2022 05:27:57.000, 01/16/2022 05:28:31.000, 01/16/2022 05:28:41.000, 01/16/2022 05:28:54.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 18-jan-2022 at 1:04:58 pm. There was no power data available for the event date of 16-jan-2022. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unexpected error message was not confirmed. However, pump error 53 alarm (filenumber: 50 linenumber: 2521) was confirmed according in the formatted history file, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.